Event description:
Caller reported an issue with the pump's time being incorrect. Blood glucose levels were within normal range, as there were no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted caller in updating the pump's time and advised monitoring the situation, recommending a follow-up if the time discrepancy of more than five minutes occurred again. Caller understood and acknowledged the guidance provided.